Event description:
It was reported that the left ventricular lead exhibited high thresholds. The lead was disconnected from the device and an insulation anomaly was noted. Due to the patient's age, no further intervention was done.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.